Manufacturer narrative:
The field service engineer (fse) was dispatched to address the reported event. The fse found the diluent not flowing and replaced the diluent pump. Then the fse replaced the solenoid valve for the diluent and sample nozzle which did not resolve the reported issue. Fse then followed by replacing the driver board and then tested the diluent flow which resolved the reported issue. Quality control run was performed by the fse with passing results and without any errors. The instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial (B)(4) from the 19th of june 2017 through awareness date on (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages states the following: error message: 2012 air detected [diluent] meaning: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 2012 air detected [diluent] on their aia-360 instrument. The customer installed fresh diluent and the error persisted. Also, the customer inspected the sample needle and no errors were observed. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of e2 patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4) per exemption number e2017013. Device evaluation by manufacturer: the wash diluent pump was returned for further evaluation. Functional testing was performed and the pump passed the testing. The pump did not confirm the reported event and the error was not duplicated. Two 2-way valves were returned for further evaluation. Functional testing was performed on both valves and it passed. The valves did not confirm the reported event and the error was not duplicated. A driver board was returned for further evaluation. Functional testing was performed and the driver board passed the testing. The driver board did not confirm the reported event and the error was not duplicated. A diluent circuit was returned for further evaluation. Functional testing was performed and the diluent circuit passed the testing. The diluent circuit did not confirm the reported event and the error was not duplicated. A wash pump was returned for further evaluation. Functional testing was performed and the wash pump failed the testing. The returned part confirmed the reported event and the error was duplicated. The most probable cause of the reported issue unknown .